Manufacturer narrative:
(B)(4).

Event description:
Procedure type: functional end-end anastomosis. According to the reporter: the surgeon was performing a reversal of the ileostomy and had a misfire of the device performing the side to side anastomosis. The stapler had been fired earlier in the case twice without incident. The reporter stated that upon doing the side by side anastomosis that staples were placed but the knife blade did not fire all the way and left the tissue with jagged edges. Operative time was delayed by one hour.